Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1szc2, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient is an (B)(6) years old and has grown quite a bit. The ins site may have shifted. The caller is worried that the lead may have moved as well. The caller has noticed this over the past couple of weeks when yesterday it looked even more different. The caller stated at the base of her spine you previously could not see anything and now you can see a wire under the skin. The ins also looks like it had shifted. The caller has already contacted the healthcare professional office but wanted to see if it would be ok to change between programs to test the lead. Patient services reviewed expectations about changing programs and stim sensation. Reviewed that if the caller does choose to change programs, she should do with therapy turned off and turn back on with amplitude at zero in order to slowly increase to a comfortable level. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.